Manufacturer narrative:
Follow-up #1; date of submission: 06/15/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/29/2015 with the following findings:the battery compartment was observed to be cracked in the thread area and below the grip pad. Evidence of moisture ingress was found inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture damage was found on internal components. The reported issues were confirmed during the analysis.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.